Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) felt 'tingling' in the shoulder area. Subsequently the device began to emit continuous tones. Upon interrogation, the device displayed a warning message 'possible device malfunction'. During lead testing at the replacement procedure, an impedance measurement of 90 ohms was recorded. Upon inspection, a small cut in the insulation 2cm distal to the yoke was noted and the physician elected to extract the lead. During the extraction procedure, the patient experienced a drop in blood pressure due to a tear in the svc. The patient subsequently expired.